Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was undergoing an av nodal ablation procedure, the right ventricular lead exhibited many instances of noise reversion. The noise was unreproducible. The lead was capped and replaced on 12/4/2015. The patient's condition was stable post procedure.